Event description:
The top half portion of the screw was reported to have broken off during surgery. The implanted portion of the screw had an acceptable level of fixation and was left in the patient. There was no patient injury or procedural complications.